Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery alarm, prime/fill anomalies, rewind/noise, motor error alarm and no excessive no delivery/occlusion alarm due to unresponsive button. No button error alarm during testing. However, moisture damage found at electronic assembly. Also, moisture damage motor during visual inspection. Device received with stripped battery cap coin slot(p), cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act bottom was harder to press and had to hold down and also state that when priming the insulin shoot or squirt out insulin from the infusion set rather than a slow drip. The customer¿s blood glucose was unknown at the time of incident. The customer also report that they received an error code on the insulin pump that starts with a or e and unexplainable no delivery alarms and also insulin pump reject new batteries. The insulin pump will not be returned for analysis.